Manufacturer narrative:
One supreme¿ electrophysiology catheter was received for investigation. The reported shaft damage was confirmed. Further investigation found that the separation in the shaft was due to insufficient bonding between the grey and black portions of the braided shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the catheter would not advance correctly and was prolapsing. When the catheter was removed, it was noted the catheter was kinked and some of the coating was peeling up. The catheter was replaced to complete the procedure with no patient consequences.